Event description:
It was reported that during the replacement procedure, when the competitor lead was connected to the cardiac resynchronization therapy defibrillator (crt-d), the impedance measurements was out of range (oor) and all other leads were in normal range.  The lead was removed, wiped, and reinserted and the impedance measurement was still out of range.  A threshold test was performed, and no capture was observed.  The lead was tested through an analyzer and the electricals of the lead were consistent with what was shown through the old implantable cardioverter defibrillator (ICD).  The lead was then reattached to the crt-d and was still out of range.  The lead was than attached to the old ICD and ¿tested consistent¿.  The crt-d was not used, and another device was implanted.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.